Event description:
It was reported that approximately four days post-implant the patient died allegedly due to a ruptured aneurysm. Reportedly, following the implant of a bifurcated device, two suprarenal aortic extensions, an infrarenal aortic extension, and a limb extension a slight proximal type I endoleak remained due to the tortuosity and angulation of the proximal landing zone. Reportedly, the patient began complaining of stomach pain. A computed tomography scan revealed periaortic stranding and the endoleak remained. Reportedly the physician scheduled an open repair of the aneurysm; however, the patient died before the repair could be performed.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned for evaluation. Medical records and images were provided for clinical assessment. Based upon review of records, the patient presented with a very large (9 cm) abdominal aortic aneurysm prior to repair. It was noted that the patient had significant tortuosity from the infrarenal aortic neck into the aneurysm sac along with a calcified stenotic aorta. Records indicate that type I endoleak was present at conclusion of index procedure and was left for monitoring by physician. Follow-up CT scan, performed 4 days post-index procedure, revealed the size of aneurysm had not changed, but a large endoleak and periaortic stranding was present. Open repair was scheduled, but patient's aneurysm ruptured prior to procedure. The patient's anatomy (tortuosity and calcified stenotic aorta) were outside product indications and likely contributed to the type I endoleak.